Manufacturer narrative:
The reason for this revision surgery was to address pain after 1 years, 11 months, 1 day in vivo. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history showed there have been 3 prior complaints reported against this part; this is the first complaint against this lot number. This investigation is limited in scope because the explanted products were not returned to djo surgical and hence a definitive root cause cannot be determined. There was no information reported that evidences a material, design, or manufacturing problem with the product.

Event description:
Revision surgery - the surgeon performed a head exchange, due to the patient experiencing pain.